Manufacturer narrative:
(B)(4). (B)(4). 166573 oxf uni cmntls tib sz b rm lot 3949370. 154925 oxford ph3 cementless fem sz s lot 3930755. 159572 oxf anat brg rt sm size 7 PMA lot 2929321. Report source- foreign. The event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported the patients' knee went into varus post total knee arthroplasty. Post-op x-ray identified a tibial fracture. No further information has been made available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. Device history record (DHR) was reviewed and no discrepancies related to the event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.